Event description:
It was reported that a patient underwent a breast biopsy procedure on (B)(6) 2025 and a topical skin adhesive was used. The device was used to close her wound could also possibly lead to a contact dermatitis reaction. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 54 y/o f, 128lb, bmi 21.97. 2. What were the diagnosis and indication for the index surgical procedure? Atypical ductal hyperplasia of the breast, excisional breast biopsy indicated to rule out ductal carcinoma in situ. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Pmh: basal cell carcinoma, gerd, hemangioma, hx of tia, hx of viral meningitis, htn, migraine, nutcracker phenomenon of renal vein, patent foramen ovale, prolonged bleeding time (hx of prolonged bleeding within office derm procedure and with core needle breast biopsy, negative hematology evaluation), supraventricular tachycardia, tmj allergies: ranitidine (palpitations), amoxicillin (nausea), beta blockers (syncope), meprednisone (panic attack), topiramate (spatial disorientation), duricef (rash). Medications: astelin 0.1% nasal spray, 1 spray per nostril. Calcium carbonate-vitamin d3 500mg-400 u, take 1 tablet bid. Vitamin d3 1000u, take 1 tablet daily. Clonazepam 0.125mg qd. Cromolyn 5.2mg/spray, 1 spray per nostril bid. Vitamin b-12 100mcg, take 1 tablet daily. Claritin 10mg tablet, take 1 tablet daily. Magnesium oxide 250mg, take 1 tablet daily. Pantoprazole 20mg, take 1 tablet daily. Ubrogepant 100mg take 1 table by mouth prn. Tyrvaya 0.03mg/spray, by nasal route 2 times daily. Erapamil 180mg by mouth nightly. 4. Was there any intraoperative concurrent use of other products? None 5. What are the product code and lot number? Unknown 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used prophylactically due to patient's history of prolonged bleeding with procedures 7. Where was the surgicel used (on what tissue)? In breast cavity 8. How much surgicel was used during the procedure? Per op note: "given her concern about postoperative bleeding, we did place a single piece of surgicel into the wound." 9. Was the surgicel product left in place? Was the excess irrigated and removed? Unknown. 10. What were current symptoms following the index surgical procedure? What was the onset date? N/a 11. Did the patient undergo a patch test? Scheduled to undergo patch testing, we are trying to obtain a sample for testing 12. Has any further surgical or medical intervention been performed? IV steroids and IV clindamycin and was discharged home on po clindamycin 13. What is physician¿s opinion as to the cause of this event? Per allergy note: "- after our first visit, I suspected that the surgicel used for prophylactic hemostasis could have been a contributor to this rash. There have been case reports of failed breakdown of this product, which I suspected could trigger a rash. - as a second possibility, the dermabond used to close her wound could also possibly lead to a contact dermatitis reaction." Per dermatology note: "contact allergens possibly involved in the patient's post surgical rash and hematoma/abscess. I tend to think of dermabond (cyanoacrylate) as a classic contact allergen that may be associated with such a delayed contact rash. However, I think it wise to test for other contact allergens in a standard 90 series for two reasons. #1 other contact allergens like topical medicaments, topical antibiotics, surgical scrub (chlorhexidine), or other synergistic contact allergens (e.g. Textile related) may be at play. #2 patient has history of 'eczema' especially of the hands and we may find another contact allergen associated with this eczema." 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative reaction? No 15. What is the patient¿s current status? Symptoms have resolved, scheduled for contact testing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is photo available of patient reaction? 2. Description of event, symptoms, manifestation of reaction infection 3. What were current symptoms following the index surgical procedure? What was the onset date? 4. What date /day post op was the reaction noted? 5. Please describe how was the adhesive was applied. 6. What prep was used prior to, during or after adhesive use? 7. Was a dressing placed over the incision? If so, what type of cover dressing used? 8. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? 9. Is the patient hypersensitive to pressure sensitive adhesives? 10. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? 11. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? 12. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? 13. What is the product code and/or lot of dermabond product used? 14. What are the results of the patch test? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.